Event description:
It was reported that during a cholecystectomy procedure, the clips were not loaded properly and were ejected malformed. The two borders of the clip didn't adhere perfectly. The procedure was completed by using sutures. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the clips feed sideways into the jaws of the device? Did the clips fall into the patient when they ejected from the device? If so how were the clips retrieved? At what firing did the issue occur? Was there any torquing or twisting during firing? Were the clips applied to the tissue? If yes, did the clips stay on the tissue? If not did they fall into the patient? Were they retrieved? Was the procedure altered in any way due to the malfunction of the procedure?

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: did the clips feed sideways into the jaws of the device? No. Did the clips fall into the patient when they ejected from the device? No. If so how were the clips retrieved? At what firing did the issue occur? Always, with all the clips fired. Was there any torquing or twisting during firing? No. Were the clips applied to the tissue? Yes, but once applied the clips removed easily. If yes, did the clips stay on the tissue? No, the clips removed easily. If not did they fall into the patient? No. Was the procedure altered in any way due to the malfunction of the procedure? No. Consequences for the patient.